Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. You are prompted to return to the bolus screen to complete the request. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no insulin delivered during a bolus. Reportedly, the customer intended to deliver a bolus but would not actually complete the steps to deliver the bolus. Customer experienced an elevated blood glucose (bg) level; bg values were not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.